Event description:
This report is based on information provided by our philips complaint handling team. Philips received a complaint on the mx40 1.4 ghz smart hopping indicating the device was not reading the lead set correctly. The blood pressure (bp) read 20 to 40 bp when tester was set on 60 bp. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer then decided to send the device for bench repair. At the bench, the customer's allegations were confirmed. Results of testing found the device was not reading correctly due to corrosion of the flex cable pins. The brt replaced the frontend flex cable, and the issue was resolved. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the lead sets were not reading correctly. The device was in use on patient at time of event, there was no adverse event reported.